Manufacturer narrative:
(B)(4).

Event description:
It was further reported that this event was not related to watchman devices or a watchman procedure. The physician mistakenly reported this event occurred during a watchman procedure; however, watchman devices were not used. No bsc devices were used in this case.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-02238. It was reported that a pericardial effusion occurred post procedure. A 24mm watchman ® laa closure device & delivery system along with a watchman® access system were selected. The transeptal puncture was performed twice, the first attempt was too anterior and superior and would not allow the release of the device. The closure device was implanted; there was no sign of pericardial effusion. The day after the procedure the patient felt a chest pain and an echocardiogram examination noted the presence of a constant pericardial effusion. A pericardiocentesis was performed and the physician decided to keep the patient for observation for some days to monitor their clinical status. The patient conditions are currently stable.